Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer's sensor had inaccurate readings. Customer's blood glucose was 122 mg/dl and their sensor glucose was reading between 40 mg/dl and 60 mg/dl. The customer also stated their insulin pump went into threshold suspend due to the inaccurate readings. The customer was able to clear the threshold suspend alarm. No additional information provided.